Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was abandoned surgically due to non-product experience. No additional adverse patient effects were reported. This supplemental record is being filed due to additional information received. Additional information indicated that it was necessary to move the device to the patient's right side due to the need for radiation therapy. The physician decided to cap the right atrial (ra) lead instead of tunneling it to the right along with the right ventricular (rv) lead as the patient was in chronic atrial fibrillation (af). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was abandoned surgically due to non-product experience. No additional adverse patient effects were reported.